Event description:
Please be advised that while investigating an event involving one of our products, (B)(6)noted a potential adverse event regarding a non-(B)(6) product. Clinical adverse event received for hospitalised for chest infection. Device and procedure (relatedness). Device related: no information provided. Procedure related: no information provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).